Event description:
It was reported that a user experienced low blood glucose while using the ilet, noted a lowest measured value of 44 mg/dl, and reported that the system was not delivering insulin during the low; the caller was advised to wait ten minutes to reassess delivery after treating the hypoglycemia with oral glucose. Customer care provided support by having the user observe insulin delivery resumption. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.